Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use rapidcross balloon to treat 200mm calcification/flexion lesion in patients right proximal anterior tibial artery. Strong calcification was reported and device was prepped per IFU. It was reported that a balloon rupture occurred at 14atm. The right femoral artery was punctured, parent plus 45 was used, and wiring was performed with a crosslead tracker. When rapid cross (the subject product) was used, rupture occurred. Re-dilatation was then performed with oceanus 3 mm/200 mm, adequate flow was obtained, and the procedure was completed. No ptient injury reported.